Manufacturer narrative:
Investigation summary bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the safety mechanism detached with a bd vacutainer® eclipse¿ blood collection needle. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the safety broke of the vacutainer needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety mechanism detached with a bd vacutainer® eclipse¿ blood collection needle. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the safety broke of the vacutainer needle.